Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 145 mg/dl. It also reported that display is blank currently. The customer reported that the display did not returned after insertion of battery. The customer will not return insulin pump for analysis.